Event description:
A technician reported map dot dystrophy, ectasia or epithelium disorder is suspected in a patient's left eye 3 months 8 days post lasik. Patient reported decreased vision for a few weeks. Upon follow up, patient experienced some fluctuations in vision and used artificial tears to resolve. Patient is being referred to a corneal specialist. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).